Event description:
It was reported that the customer had issues with differences between sensor glucose and blood glucose readings causing cal errors to occur. Customer stated that the sensor glucose reading would be low when he was not low. Customer stated that the last time this happened, the pump alerted that he was low and he was not able to test, so he treated off the sensor and ended up going over 400 mg/dl. Customer has had issues with the infusion sets and stated that he is very thin, so he has bent cannulas a lot. Customer uses a quick set and a silhouette, but ends up with irritation from the cannula being pushed in and out of his body by his muscles. Customer stated that the irritation was swollen and red. Customer was offered troubleshooting, but customer declined because he thinks the issue is due to his body type. Customer also has scar tissue. Customer was advised to call the helpline if he needs any help inserting the set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.